Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. All product batches of the roche diagnostics gmbh are controlled with regard to the quality requirements of the product prior to delivery. If all quality requirements are fulfilled in the quality control process, goods are released and ready for delivery. The medical risk is very remote or less than remote. A use error can be excluded.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained that a coaguchek softclix lancet device did not fully retract and extends beyond the end cap. The customer stated that the needle was in the softclix correctly but the needle was sticking out of the softclix. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation.